Event description:
It was reported that the pump had been implanted the day prior, and the patient had exhibited overdose symptoms, was unresponsive and had shallow breathing. The healthcare provider (hcp) ordered to reprogram the pump settings to minimal rate. The patient was kept in the hospital overnight. The patient status was alive no injury at the time of the report. The patient was not taking any oral medications at that time. The cause of the event was over-sedation caused by the initial settings. The patient had recovered, was released from the hospital, and was to follow-up with their hcp to determine a more appropriate dosage. The pump system was being used to infuse morphine 25mg/ml at 1.2mg/day.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).